Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) was completed. The electrode belt was leaking gel from the front therapy electrode. The device's ECG acquisition and pulse delivery circuitry was intact. Patient protection was not impacted by the gel leak. The root cause for leaking gel was excessive force on the front therapy electrode. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash beneath her breasts. It was also reported that the patient's electrode belt was leaking gel from the front therapy electrode. It is unknown whether the gel leak contributed to the patient's irritation. The patient's physician prescribed hydrocortisone cream and the irritation improved.